Event description:
Additional information received from the manufacturer representative (rep) reiterated that they wanted to do an MRI not related to the device or therapy, and that they knew they needed to run impedances prior to the scan. It was stated that impedances were 2054 ohms, and that the patient did have the MRI scan and is doing fine. There was no loss of therapy before or after the scan.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
A manufacturer representative reported an impedance issue. He stated that one of the case pairs was slightly > 2000 ohms when run at 0.7 v but when rerun at 3v the value was below 2000 ohms. The representative also inquired about MRI capability. No symptoms were reported.